Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly and the lidstock/pouch for analysis. No definite signs of use were observed on the returned sample. Visual analysis revealed that the guide wire was kinked directly adjacent to the distal weld. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink in the guide wire measured 3mm from the distal weld. The guide wire total length measured approximately 101cm, which is within the specification limits of 98.75cm-101.25cm per the guide wire product drawing. The guide wire outer diameter measured .03775", which is within the specification limits of .0370"-.0385" per the guide wire product drawing. The guide wire was inserted through a lab inventory 18ga introducer needle. Little to no resistance was observed as the guide wire passed completely through the needle cannula. Performed per IFU statement, "using the arrow advancer, advance spring-wire guide through needle into vein". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked directly adjacent to the distal weld. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.